Manufacturer narrative:
Updated d1, d2, d4, g3, g6, h2, h4, h6.

Manufacturer narrative:
According to the customer, when walking with the rollator 6 months ago a "bolt broke", causing the "front left wheel to fall off", and for him to fall. It was reported that due to the fall, he "busted his head" causing a gauge in forehead". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall causing "busted his head. Gauge his forehead."